Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with an octaray mapping catheter. Bad irrigation during the procedure. The irrigation was no longer effective at the ¿too¿ of the catheter (was good at the beginning of the procedure). The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-may-2025. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with an octaray mapping catheter. Bad irrigation during the procedure. The irrigation was no longer effective at the ¿too¿ of the catheter (was good at the beginning of the procedure). Changed the catheter. The procedure was completed successfully. The procedure was delayed 5 minutes. No patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.